Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018. During a dialysis procedure, when the dialysis infusants were administered, the infusants leaked from a hole in the side of the catheter outside of the patient. The device was removed and replaced with a new of the same. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned was a 20cm schon xl dialysis catheter. During a visual/microscopic examination , a hole was observed when a syringe with water was attached, when flushed it was then noted water coming from the hole. The device was forwarded to angiodynamics' supplier of this product for a device evaluation and a root cause determination. The customers reported complaint of a hole in the catheter (extension tube) was confirmed. Although the complaint description is confirmed, a definitive root cause cannot be determined. The most likely root cause for the event is unintended user error. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).